Event description:
Customer reported device = 505 mg/dl at 1701 and 141 mg/dl at 1705 lab = 149 mg/dl at 1700. Treatment was not provided. Controls were used but values not provided. A request was made for return product and replacement product was sent.